Event description:
A customer contacted stryker to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue

Manufacturer narrative:
Stryker contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.